Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for low battery, and the customer changed the battery several times but still received battery alerts. The customer reported that the screen was blank when attempting to enter a bolus, but that the screen came back on and the bolus was completed. The customer did not recall the blood glucose reading. The backlight was not used frequently. The customer did not perform daily set rewinds. There were no unattended alarms. The customer reported that there may have been excessive button pressing when entering carbs. The batteries were not previously used. The customer reported that the insulin pump had been dropped and that there was a crack near the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.